Manufacturer narrative:
Device not returned.

Event description:
Reportedly, valve has been implanted for approximately 2 years, and now patient has come back to hospital psychiiatric ward for behavioral symptoms that hospital is unsure if device related or not.